Event description:
It was reported that the 9800 system experienced an iris pot error at boot up. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Identified the need to replace the high voltage (hv) cable. The hv cable was replaced. The system was tested and found to be working as intended and placed back into service.